Manufacturer narrative:
(B)(4). Additional information was received twenty two months later, that this lead was removed from service. The lead was surgically abandoned and will not be returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be updated if additional information is received.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Additional information was provided that the cause of the patient's syncope was not diagnosed; however, there were no allegations against the device or lead as a cause of the syncope.

Event description:
Boston scientific received information that the patient with this left ventricular (lv) lead presented with syncope. Upon interrogation, it was noted that there were no episodes in the arrhythmia logbook, but this lead exhibited out of range impedances of greater than 2,000 ohms and loss of capture in all configurations. A chest x-ray was performed and it appeared as though the lead was fractured. It was noted that a lead revision was planned for the future; however, the physician was still trying to determine the cause of the patient's syncope. It was noted that the last check from approximately 6 months ago, normal device function was noted and there were no allegations against the patient's device. It was also noted that when reviewing the daily measurements, this lead began to display issues approximately three months ago.